Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument displayed a reagent level low error message on the creatinine module. Customer stated that they found dried precipitant around the creatinine module reagent syringe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and replaced the creatinine module. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation results): creatinine module. (B)(4).